Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son's insulin pump had a blank display and kept beeping. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer took out and replaced the batteries and the insulin pump's display started flashing. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin pump flashing white light on the display. Unable to verify missing segments/partial display due to flashing white light on display. Unit was received with scratched case and minor scratched lcd window.